Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history records review could not be requested.

Event description:
During a primary repair of the posterior labrum on the right shoulder: surgeon was inserting a screw and a hole was not drilled for the screw. Surgeon was advancing the screw and it stopped; surgeon then was backing the screw out and it broke at the junction of the head and shaft. Surgeon needed to further open the pt at the screw site, surgeon was able to retrieve the screw head and the shaft remains in the pt. Surgeon completed the procedure by placing two add'l screws on either side of the broken screw shaft.